Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 201 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.